Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and manual prime. Insulin did exit with both. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced per lead. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.